Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that they think maybe the device is not working like it should. Confirmed by not working the patient means they have had a return of symptoms. Patient said they have had a few episode of bowel incontinence. Patient said there are times they can't make it from the living room to the bathroom in time. When their device was check in (B)(6) 2019, the patient was told they should have 2-2.5 years left of the battery. Reviewed how to use the programmer with and without the antenna attached. Patient was getting the poor communication screen with and without the antenna attached. Reviewed possibility of depleted ins. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. They were asked to clarify the bad fall in (B)(6) 2020, they stated the device quit working. When asked the cause of the poor communication they stated it was unknown, but speculated it may have been a combination of the battery and fractured lead or may have been just one cause (either/or both). The implanted was replaced on (B)(6) 2021 and the issue was resolved.